Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms on the competitor's right atrial (ra) lead since the implant procedure. There was also high threshold measurements and loss of capture. A connection issue was suspected and a revision procedure was performed. No adverse patient effects were reported.

Event description:
Additional information indicated that a right atrial (ra) lead revision procedure was performed. During the revision procedure, the setscrew was found to be loose. The setscrew was tightened and the issues were resolved.

Manufacturer narrative:
Our records indicate that the device and competitor's lead remains implanted. If additional information is received, this report will be updated.